Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 19s using multiple cartridges. The customer's blood glucose (bg) level was 250 mg/dl. A correction bolus was delivered to address the bg level. The customer was able to successfully load a cartridge and resume insulin delivery.